Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation was performed on user's glucose data available in data management system (dms). The investigation could not confirm the complaint, as patient provided sg and bg did not match the ones recorded in dms. Furthermore, the review of the system's performance metrics did not reveal any malfunction. Patient did not have any symptoms and hence no further actions were taken by her.

Event description:
Senseonics was made aware of an incident where patient experienced false hyperglycemia events where sensor displayed high values in comparison with normal blood glucose values. Sensor glucose (sg) values were 277 mg/dl and 198 mg/dl where as blood glucose (bg) values were 139 mg/dl and 79 mg/dl respectively. User said alerts were received. However, there were no symptoms as the bg was in normal range.